Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a unsuccessful ring repair. Per the operative report, "a 32 mm geoform ring was selected...we had completely repaired the mitral regurgitation with this, as assessed by valve squirt test but I thought the mitral stenosis was not relieved at all...we removed the ring."

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. Unfortunately, the device is unavailable for return, as it has been discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.